Event description:
Reporting status: serious injury: reporting rationale: stent deployed in unintended site. Device issue: difficult to deploy. It was reported that upon inflation, the stent slipped forward, missing the lesion. Another 3.5 x 8 mm promus stent was used to treat the lesion. No pt effects were reported. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp. Distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
Product performance engineering reviewed the incident info. Return of the otw promus sds used during the procedure may have aided in confirmation and determination of root cause for the reported difficulty to deploy. Difficulty to deploy the stent can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, and inflation technique when using the device. To ensure this issue is not the result of a mfg issue, a sampling of units from every lot is tested prior to release for deployed stent outer diameter and uniformity of expansion. In this case, a conclusive root cause could not be determined.